Event description:
Info received indicates the bed has no electrical ground.

Manufacturer narrative:
The technician found the ground pin rotating in the power cord plug. The technician replaced the power cord to repair the bed.